Manufacturer narrative:
Additional MFR narrative: data batch history: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 1 product. Data bath history: no other complaint was registered to date ((B)(6)2022) with this batch number.

Event description:
According to information received as of jan. 27, 2022, a patient was injected on (B)(6)2022, with 0.3 ml of teosyal rha 1 (tprl-210325b0) into the vertical lines of the glabella area. Four days post-injection the patient was diagnosed with a vascular compression. As a corrective action, the patient received the following treatment: on (B)(6) 2022: 450 iu dose of hyaluronidase, along with nitroglycerin (ng), antibiotic co-amoxiclav (amoxicillin/clavulanic acid) and anti-inflammatory medication (corticosteroids) on (B)(6) 2022, another dose of 450 iu of hyaluronidase and massage on (B)(6) 2022 the patient was reviewed by the injector, who attested to an improvement in the coloring of the lesions and a re-permeabilization of the vascularization on the affected area. The patient no longer needed to take the corticosteroid treatment, only the antibiotic and a complementary treatment of restaurante neoviderm cream.